Manufacturer narrative:
1038671-2022-00720 concomitant products: (B)(6), - 02-012-44-3509 - logic tibia implant psc. (B)(6), - 02-012-41-3535 - optetrak logic trapezoid tibial tray. (B)(6), - 200-02-35- optetrak 3 peg patella . The product associated with the reported event is within the scope of recall z-2155-2024; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2022-00720. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, femoral loosening, and patellar loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported by legal brief, on (B)(6) 2014, patient underwent a right total knee replacement surgery and was implanted with an optetrak device, including an optetrak logic psc tibial insert; size 3.5; 9mm made of polyethylene. Patient was diagnosed with "polymeric-induced synovitis without features of active infection, bulky patella osteolysis where loosening is suspected without displacement, near circumferential bone resorption around the femoral component with severe osteolysis." As a result, he underwent revision surgery of his right knee on (B)(6) 2022. Upon information. And belief, the loose components and osteolysis in patient's right knee was due to premature polyethylene wear of the tibial insert. Despite undergoing revision surgery, patient experiences daily pain and discomfort in his right knee which limits his activities of daily living and impacts his quality of life. As a direct, proximate results, patient has suffered and continues to suffer permanent and debilitating injures and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; sofft tissue damage; bone loss; and other injuries presently undiagnosed, which all require ongoing medical care. Complaint investigation findings: the revision reported may have been the result of malalignment between the femoral and tibial components, third body wear, patient-related conditions, or any combination of these possibilities with led to tibial insert wear and subsequent particle-induced osteolysis. The patella loosening/osteolysis may have been the result an insufficient bond between the implant and the bone. However, this cannot be confirmed as the devices were not returned for evaluation and radiographs were not provided. The most probable root cause associated with the reported event of "osteolysis¿ is associated with destruction or disappearance of bone tissue likely related to weakened integration of an implant at the bone-implant interface. Furthermore, the most probable root caused associated with "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances. Also, the most probable root caused associated with "loosening¿ is associated with weakened integration of the device at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.